Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing a therapy issue. Patient stated they experience retention on their bladder different from what they had before. Patient stated they didn't know if the therapy was efficient or not. Patient stated they were getting 50% reduction in symptoms when the therapy was working better but now, they are experiencing 30% reduction in symptoms. Patient mentioned the battery (ins) was running constantly and is now getting low. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have an appointment on march 26 and requested for a manufacturing representative (rep) to be there. Advised patient hcp can call national answering services to request for a rep on their appointment.